Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was 561 mg/dl. Customer declined troubleshoot for high blood level. The customer also stated that clip breaks and it will not stay on it. The product was returned for analysis.